Event description:
It was reported that the caller needed assistance updating the pump time, as there was a discrepancy between the displayed and actual time that exceeded five minutes. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through updating the settings and advised monitoring for any recurrence of the time discrepancy, which the caller understood and acknowledged.